Manufacturer narrative:
Upon investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2015-06890 was submitted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the power supply is faulty. There was no report of patient involvement.